Event description:
It was reported that the extra dose button had not been functioning. Pump settings had been confirmed, and a demand dose of four milliliters per hour had been programmed into the pump. The pump had been powered off and restarted several times, but the dose button had still not worked. The pump settings had displayed zero attempts, and zero doses administered after several attempts to press the dose button. The patient had been instructed to contact anesthesia regarding the pump malfunction. The pump had been functioning correctly with the regular dose of six milliliters per hour without any issues. There was a patient involvement, and no patient harm adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.